Event description:
This lead dislodged due to twidder's syndrome. It was reported that the shock coils were out of the vasculature. This lead was replaced and the hospital has retained the explanted device. The position of the associated ra lead did not change; therefore, the atrial lead and device remain actively implanted. Should additional information become available, this event will be updated.